Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a device consistently measured unacceptably high rv pacing lead impedance values. The physician continued to replace the lead. The new lead measurements were in-range through the psa until the lead was hooked up to the device once again and the rv pacing lead impedance was unacceptably high once more. The device was explanted and a new boston scientific device was used, all the numbers in-range. The device will be sent back to sjm for analysis.